Event description:
Clamp on foley bag failed to hold with resultant free flow onto floor in pt's room. Employee relates this is the 2nd bag this week to have this problem, though 1st bag was not reported to risk management or materials management.